Manufacturer narrative:
The product was discarded by the user facility and will not be returned. A DHR re-review was performed without findings. A follow-up report will be filed if more information becomes available.

Event description:
It was reported the catheter was inserted successfully in a male patient. The catheter was in place for 24 hours. The integral hemostasis valve disconnected from the catheter. As a result, the catheter was pulled and replaced by another large bore device. There were no patient complications.